Manufacturer narrative:
Csh investigation is currently in progress. Submitting an initial report as there are currently insufficient facts available to make a reportability decision. Csh will submit a follow up with investigation update/findings within 30 days. Follow up #1 (final). Carestream health inc (csh) has evaluated the drx revolution system. No patient injury occurred. The issue is confirmed to be a component failure, the support bracket on the left of the inverter board got broken and it is suspected that it touched the positive pole connector on the inverter board resulting in a short circuit routing the 240vdc to the frame ground. The thermal event is not considered a safety risk as this thermal event occurred within the sheet metal enclosure of the generator unit making the thermal event self-contained within the system and did not breach the outer walls (four sides) of the revolution system. Csh replaced and installed a new generator. Csh has concluded this investigation.

Event description:
On 27-sep-2023, carestream health inc. Was informed that a customer site reported a thermal incident related to the drx revolution system. No injuries reported.

Manufacturer narrative:
Csh investigation is currently in progress. Submitting an initial report as there are currently insufficient facts available to make a reportability decision. Csh will submit a follow up with investigation update/findings within 30 days.

Event description:
On (B)(6) 2023, carestream health inc. Was informed that a customer site reported a thermal incident related to the drx revolution system. No injuries reported, the investigation is ongoing.